Event description:
It was reported that the patient ran out of medication. She had no energy and had an asthma attack. The patient¿s husband had to help her use her asthma device. The drug involved in this event was not reported. However, at the time of the report, the device contained morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, lot# j11268r53, implanted: (B)(6) 2002, product type: catheter. (B)(4).